Event description:
Physician attempted to use an inpact av access drug coated balloon prior to patient treatment. There were no issues noted when removing the device from the hoop/tray. A syringe was used for balloon inflation. It was reported that a vertical balloon burst was noted when the balloon was inflated at nominal pressure. A replacement 6x40 inpact av access dcb balloon was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.